Manufacturer narrative:
On 03-oct-2019, mentor received the suspect medical device. On 14-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced burning, pain, unexplained symptoms, fatigue, brain fog, migraines, intense muscle pain in shoulders and chest, neck spasms and neck pain. Insomnia, fingers and hands would tingle/numbness, facial numbness on left side, temperature intolerance, weight gain, swollen lymph nodes new neck/clavicle area, hypothyroidism diagnosis, achalasia. Additionally, it was reported that during removal surgery of implants, they were found to be ruptured. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed.  The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 450cc mentor memorygel breast implant and experienced unexplained systemic symptoms, including burning, pain, fatigue, brain fog, migraines, intense muscle pain in shoulders and chest, neck spasms and neck pain, insomnia, fingers and hands would tingle, numbness, facial numbness on left side, temperature intolerance, weight gain, swollen lymph nodes (neck and clavicle area), hypothyroidism diagnosis, achalasia. A medical professional was consulted. As a result, the patient underwent explantation without replacement on (B)(6) 2019, and rupture was discovered post-surgery. The patient reported an improvement in symptoms after implants removal. This medwatch report is for the left-sided implant.